Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 02/19/2016 to the present date 10/06/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was for reported the device displayed a bad pressure sensor. There was no patient involvement noted.